Event description:
A single-use, battery-powered electrocautery device was present, according to staff in the room, was not actively in use at the time of the event. The device appears to have sparked, igniting a raytec sponge.

Manufacturer narrative:
It was reported that "a small fire occurred in an operating room during a urology procedure. A single-use, battery-powered electrocautery device was present, according to staff in the room, was not actively in use at the time of the event. The device appears to have sparked, igniting a raytec sponge". It was reported that the fire was extinguised by submerging the gauze in saline. "There were no injuries to the patient or staff, and the patient remained stable throughout the event." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.